Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device pcbbsmr0 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and suture was used. The tip of the needle broke off during use. Another device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). H3 device evaluation summary: two failed suture needles, labeled as pc-000447888, were identified as product code v371h for evaluation. A fracture was observed at the tip of sample a. One side of the needle was received, the mating fracture surfaces were not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surface was examined in multiple locations in order to determine the fracture mode. The evaluation of pc-000447888 revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.the needle breakage was confirmed.,it was reported performance breakage needle. A sealed (36 ea) box and opened box with eight representative samples of product code v371, lot # pcbbsmr0 was returned for analysis. As total of 44 samples. During the visual inspection of thirteen unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needle breakage was observed. The sutures were dispensed without problems and examined along of the strand and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance breakage needle were found. Representative samples returned to support investigation of 2 device issues captured in reports mw 2210968-2019-81512 and 2210968-2019-81513. Analysis results have been included in follow-up reports for each.